Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old native american female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 600cc gel breast prostheses and suffered several unexplained systemic symptoms, including weight loss, heart palpitations, fatigue, headaches, stomach issues, diarrhea, flu-like symptoms, brain fog, pain in right breast toward the armpit, left breast pain, and possible capsular contracture (baker grade unknown) in the right breast. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the right breast prosthesis.